Event description:
It was reported that stent damage occurred. The 90% stenosed, 3.0-3.5mmx18-20mm target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 20 x 3.00 promus premier drug-eluting stent was advanced for treatment but failed to cross the lesion. Upon withdrawal, it was noted that the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 20 x 3.00mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the mid-section of the stent were lifted from their crimped positions. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 3-3.5mmx18-20mm target lesion was located in a severely tortuous and moderately calcified left circumflex artery. A 20 x 3.00 promus premier drug-eluting stent was used for treatment but failed to cross the lesion. However, it was noticed that stent strut was lifted up upon withdrawal. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.